Event description:
It was reported that during an unk procedure, the device broke when confectioning the stomach. No pieces fell into the pt. Then it was necessary to use another same like device. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Damaged firing trigger teeth. Eval summary: the analysis results found that the device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was attempted to be fired on thicker tissue than indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.